Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there is adhesive-like dirt on it.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there is adhesive-like dirt. To aid in the investigation, one sample in a sealed packaging blister and five photos were received for evaluation by our quality team. A visual inspection was performed, and there is an epoxy drop over on the needle hub. The five photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305180, lot 3347876. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned analysis the symptom reported by the customer is confirmed.